Event description:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure into wall of uterus/essure coil was embedded in her uterus"), pregnancy with contraceptive device ("high risk pregnancy discovered in (B)(6) 2017") and high risk pregnancy ("high risk pregnancy discovered in (B)(6) 2017") in an adult female patient (gravida 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), high risk pregnancy (seriousness criterion medically significant), headache ("headaches"), migraine ("migraines"), urticaria ("hives") and anxiety ("experienced a lot of anxiety and worried"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, pregnancy with contraceptive device, high risk pregnancy, headache and urticaria outcome was unknown and the migraine was resolving. The pregnancy outcome was not reported. The reporter considered anxiety, embedded device, headache, high risk pregnancy, migraine, pregnancy with contraceptive device and urticaria to be related to essure. The reporter commented: she found out she was pregnant due to failure of the essure device. The following day she learned that an essure coil was embedded in her uterus. She experienced a lot of anxiety and worried about the safety of my developing child. This was considered a high risk pregnancy and she was placed on bedrest for the last 6 weeks of her pregnancy. Until she delivered, they were not sure what the impact of an essure coil embedded in her uterus would be on the baby. Her 4th pregnancy could not clot after birth and hemorrhaged for 2 days diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2017: positive most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: previously reported event "injury" replaced with events urticaria, device embedded, pelvic pain, headache, migraine, pregnancy with contraceptive device, anxiety,high risk pregnancy, lab data, reporter, patient demographic information added. Case became incident. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of embedded device ("migration of essure into wall of uterus/essure coil was embedded in her uterus / essure is seen in r uterine wall"), device expulsion ("migration of essure into wall of uterus/essure coil was embedded in her uterus / essure is seen in r uterine wall"), pregnancy with contraceptive device ("high risk pregnancy discovered in (B)(6) 2017") and high risk pregnancy ("high risk pregnancy discovered in (B)(6) 2017") in an adult female patient (gravida 5, para 5) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included cholecystectomy, multigravida and alcohol use. Concurrent conditions included parity 4 ((B)(6) 2007, (B)(6) 2009, (B)(6) 2012, (B)(6) 2014, (B)(6) 2017), absence of menstruation, heavy periods, bleeding menstrual heavy, urticaria, mood disorder, irritability, amenorrhea, abdominal pain, abdominal cramps, weakness, light headedness, light headedness, inflammation, depression and obesity. On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced headache ("headaches") and migraine ("migraines"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), high risk pregnancy (seriousness criterion medically significant), urticaria ("hives") and anxiety ("experienced a lot of anxiety and worried"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (total laparoscopic hysterectomy and bilateral salpingectomy) and surgery (total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, device expulsion, pregnancy with contraceptive device, high risk pregnancy, headache and urticaria outcome was unknown and the migraine was resolving. The pregnancy outcome was reported as a live birth of a healthy child. 3628g was the reported birth weight. The apgar scores were 8 and 9 (at 1 and 5 minutes). The reporter considered anxiety, device expulsion, embedded device, headache, high risk pregnancy, migraine, pregnancy with contraceptive device and urticaria to be related to essure. The reporter commented: she found out she was pregnant due to failure of the essure device. The following day she learned that an essure coil was embedded in her uterus. She experienced a lot of anxiety and worried about the safety of my developing child. This was considered a high risk pregnancy and she was placed on bedrest for the last 6 weeks of her pregnancy.until she delivered, they were not sure what the impact of an essure coil embedded in her uterus would be on the baby. Her 4th pregnancy could not clot after birth and hemorrhaged for 2 days the essure introducer was extracted and coil placement confirmed under direct visualization. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: the tubes are obstructed bilaterally. Pregnancy test urine - on (B)(6) 2017: positive . Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: anxiety and pelvic pain. Most recent follow-up information incorporated above includes: on 30-oct-2018: plaintiff fact sheet and medical records received. Events added- device ineffective. Event "migration of essure into wall of uterus/essure coil was embedded in her uterus / essure is seen in r uterine wall" was splitted and coded to device expulsion. Outcome of pregnancy was updated to live birth; child healthy. Date of insertion update from (B)(6) 2014 to (B)(6) 2014. Onset date of event migraine, headache were updated. Concomitant disease, lab data were added. Reporter information and patient's demographic details were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.